Manufacturer narrative:
Product ID, 3093-28 lot# v807714, implanted: 2011 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was having some tests run to determine why her pulse was so low. The patient had reportedly had a "very low pulse" of between 40 to 42 beats per second in the last couple of months as opposed to 60 to 69 beats per second, which was it was supposed to be. The reporter indicated that testing had been done for over two months, including having a CT scan, cardio, and EKG done, but there was no explanation for what was happening. There was no problem with the heart vent or artery except that "the rhythm was off". It was noted that when the patient did a little activity, the pulse went up a little bit and about 30 minutes later, went "back down to a straight line". The patient was getting very tired when walking and was "gasping for breath". The reporter indicated that the patient thought, she might need a pacemaker for the heart. The patient also wanted to turn the device off for a week, have more tests done and monitor symptoms. The reporter stated that this problem was device related because, the patient's healthcare provider (hcp) thought the implantable neurostimulator (ins) was "transmitting signals to the brain and could be contributing to the low pulse". The reporter stated that after the tests had been completed, and they showed that the ins was not responsible for the low pulse, it may still be replaced.